Event description:
The customer complained a false negative reaction of a pt sample containing an anti-m with anti-human globulin anti-igg solidscreen ii. We received the sample but not the complained lot of anti-human globulin anti-igg solidscreen ii. Sample was tested with retention sample of anti-human globulin anti-igg solidscreen ii and screening cells on tango in the quality control laboratory and reacted negative. Furthermore, the sample was tested in the gel method and reacted also negative. Additionally, the sample was tested in the tube technique at different temperatures and incubation times. The sample reaction weakly positive. The sample was also tested with the identification cells biotestcell-i11 on tango. One m homozygous red cell reacted weakly positive. Eval of all tests confirm the weakness of the missed antibody.

Manufacturer narrative:
The stn# 125098.